Manufacturer narrative:
(B)(4): device not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket hematoma. The patient underwent pocket revision and the device remained in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.